Manufacturer narrative:
(B)(4). External insulation abrasion was noted at 26.4-26.7cm and 29.4-30.0cm from the distal tip, consistent with lead friction to another device or patient anatomy. The etfe coating was intact at these locations.

Event description:
This report is to advice of an event observed during analysis.